Manufacturer narrative:
There may be cases when a transcatheter intervention is indicated or performed. Although there are multiple root causes, valves are typically treated because they are not functioning optimally. A valve-in-valve procedure carries significant risk. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 23mm aortic valve underwent a valve-in-valve procedure after an implant duration of nine (9) years, eight (8) months due to unknown reasons. The tavr procedure was performed with a 23mm transcatheter valve.

Manufacturer narrative:
H10: additional narratives: updated h6 per new information received. Based on the information available, a definitive root cause cannot be conclusively determined. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.